Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was emitting beeping tones. Out-of-range lead measurements were noted associated with both the coronary sinus lead and the defibrillation lead. The coronary sinus lead had previously been electively deactivated. Device memory indicated that the high defibrillation lead measurements were taken the day of implant. A guidant technical services consultant recommended resetting the clinical events, as the high impedance is likely the cause of the device tones. The measurement was likely taken prior to lead insertion and system implant. The clinician also requested electrogram (egm) review, as oversensing was suspected.